Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014 - device evaluation: the cartridge has not been returned to animas; a retain cartridge sample from the same lot has been evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. The complaint could not be duplicated on investigation. A lot review was performed and no failures were observed during incoming inspection. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient was experiencing elevated blood glucose (bg) over 500mg/dl with irritability, moderate ketones, and nausea even after changing the infusion set. During troubleshooting, the reporter noted air in the cartridge and infusion set. The reporter stated she had already corrected bg with an insulin injection, and stated they would change the cartridge and monitor bgs. Troubleshooting confirmed appropriate cartridge use technique. This complaint is being reported based on the allegation that the patient experience hyperglycemia associated with air bubbles in the cartridge.